Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has 6 un-usable channels. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient had 6 unavailable channels.

Manufacturer narrative:
Correction: the product type was erroneously reported as mi1200 synchrony. The correct product type is mi1200 synchrony pin. This change has no impact on the findings of the device investigation.

Event description:
The patient had 6 unavailable channels. The patient was re-implanted on (B)(6) 2016.